Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device does not trigger radiation. Upon troubleshooting, fse checked the system and confirmed that the ip pc start-up problem caused the database error. Fse deleted all the images from image pc and restarted. After restarting the image pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that x-ray was not possible during a procedure. The procedure was aborted. No harm has been reported to philips. A philips service engineer inspected the system on site and reviewed the log file and identified that a failure of the ippc caused loss of live imaging. Philips has started an investigation of this complaint.